Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the exposed damage was physical stress such as dropping / knocking. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the probe of the ultrasound gastrovideoscope was broken and the black part under the surface could be seen. The issue occurred during maintenance after an ultrasound gastroscopy procedure. There was no patient harm, procedural delay, or injury and the prior procedure was completed using the same device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to the appearance of the probe was damaged with leakage. Also, evaluation found the following: due to a pinhole on the bending section cover water tightness was lost, connecting tube had a wrinkle, video cable had a wrinkle, light guide tube had a wrinkle, the objective lens was damaged, electrical connector had corrosion, there was no label on the scope cover, and part of the ultrasound image was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.